Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to reports of pain and "odor" around the implant site for three weeks.. It is unknown if there are plans to reimplant the patient with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed september 25, 2013.